Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise with oversensing on the rate/sense and shock channels. The oversensing resulted in inhibition of pacing. The caller was unable to recreate the noise with isometrics, movement and pocket manipulation. There were four nonsustained episodes recorded on different days, but all between the time of 7:00-9:00 am. It was later confirmed that the caller was able to recreate the noise by having the patient bend over and strain.